Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/09/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. During the procedure, the blister packaging was damaged. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: procedure - lap. Hernia. It was reported that the blister package was damaged, please provide the following: was the packaging damaged the primary packaging that contained the sterile product - yes. How was the packaging damaged - for example, was the seal not intact or was there a hole in the primary packaging which compromised sterility of device - no further information. If there was a hole in the packaging, please indicate where the hole was on the packaging - if a hole was the hole pushed into the device or pushing out from the device as thought something inside the package tore a hole in package - no information. Do you have any pictures of this reported packaging issue - no.